Event description:
It was reported that guide wire detachment occurred. The target lesion was located in the right posterior tibial artery. Following an unspecified valve introducer crossed the lesion, a 035/260 angled zipwire hydrophilic guide wire was selected and advanced but felt resistance. An attempt was made to retrieve the wire but it got broken. An urgent surgery was performed to remove the distal portion of the wire and the implant that was programmed was continued. A serious lesion was caused. Hospitalization was prolonged 72 hours for post surgery control.

Manufacturer narrative:
(B)(4). (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: as received, the specimen consists of one each clinically used, damaged hydro gw stf std (B)(4); returned coiled, loose, double-bagged within mylar/ tyvek pouches, sealed within a "zip-lock" style poly pouch. No other original packaging or other devices involved in the reported event is included. As received, the specimen presents an overall length of 261.20cm and a finished diameter of 0.03125" to 0.03350". A gage bushing passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity. The specimen presents shear/ skive damage to the polymer jacket material in a proximal to distal orientation beginning 19.25cm from the distal end of the core wire resulting in removal of the skived material, exposing 19.25cm of the metallic core wire with radius bend over the distal 6.45cm core wire consistent with tensile loading. The detached polymer jacket material presents at least two additional skive events; located 6.55 cm and 4.73cm from the distal tip. The specimen coating appears visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. After allowing it to dry out, when examined at 1x - 18 inches, unaided, the visual and tactile surface appearance of the specimen is acceptable. Microscopically, the specimen coating appears to be worn and abraded with imbedded blood-like matter in the coating, consistent with clinical use. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guide wire detachment occurred. The target lesion was located in the right posterior tibial artery. Following an unspecified valve introducer crossed the lesion, a 035/260 angled zipwire hydrophilic guide wire was selected and advanced but felt resistance. An attempt was made to retrieve the wire but it got broken. An urgent surgery was performed to remove the distal portion of the wire and the implant that was programmed was continued. A serious lesion was caused. Hospitalization was prolonged 72 hours for post surgery control.